Event description:
Information was received that the viavalve catheter utilized by the rn's are complaining of a drag when threading the catheter forward. Causing veins to blow or having to poke the patient again.